Event description:
On (B)(6) 2010, the lay-user/patient contacted lifescan (lfs) alleging that the onetouch ultra2 meter does not turn on. This medical surveillance specialist contacted the patient on (B)(6) 2010 to clarify information obtain during the initial phone call but the patient provided limited information. The patient's diabetes is managed with self adjusting insulin. The power issue began on the day the patient contacted lfs. He reportedly did not have any symptoms as a result of the product issue. However, the patient allegedly received treatment with insulin by a healthcare provider due to the product issue. The patient tested on another meter but could not provide any numeric results at the time of concern. During the callback, the patient indicated that he has been hospitalized for high blood glucose since (B)(6) 2010. It would have been helpful to have more details concerning the patient's diabetes regimen and the circumstances surrounding the incident. According to the troubleshooting performed with customer service, the power issue was resolved with training. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly received medical treatment suggestive of hyperglycemia after the power issue began.

Event description:
It was reported that during a da vinci s hysterectomy procedure, the tip of the harmonic curved shears insert broke off and fell into the patient. The planned surgical procedure was completed and there was no report of patient harm, adverse outcome or injury. No other details were provided.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.